Manufacturer narrative:
Additional information updated: a3a: sex. A3b: gender. B5: describe event/problem. B7: other relevant history. C2/d10: concomitant product/therapy. D4: model number, catalog number, unique identifier. E1: initial reporter. E2: health professional? E3: ocupation. G2: report source.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the size of the device; therefore, a surgical procedure was performed to remove the ipp and implant a non-bsc prothesis. No additional information was provided.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) was not satisfied with the size of the device; therefore, a surgical procedure was performed to remove the ipp and implant a non-bsc prothesis. No additional information was provided.

Manufacturer narrative:
Additional information updated: b3: date of event. B5: describe event/problem. H6: patient and device codes. The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the patient experienced tenderness approximately 2 weeks after implant procedure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced tenderness around the surgical area, along with left testicle sensitivity and difficulty manipulating the pump. Additionally, the ipp presented inflation issues, and the patient reported not being satisfied with the size of the device due to a decrease in length and girth. Therefore, a surgical procedure was performed to remove the ipp and implant a non-bsc prothesis. The event was resolved, and no further patient complications were reported.